Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the right atrial (ra) lead was noted as dislodged along with high capture threshold and high pacing impedance. The ra lead was revised and repositioned and the patient was stable.